Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a lot of pain their right leg which was on the same side as their implanted device. When they sat down, it does not hurt but the minute they walked it hurt really bad. It was suggested to try decreasing stimulation or turning stim off to see if pain in the leg goes away but this was declined. No trauma or falls reported that could be related to this. No further complications were reported or anticipated. Additional information received from the patient on oct. 7, 2019 reported that they had their implant removed due to the pain it was causing. It was removed by their managing healthcare professional (hcp) in michigan. There were no further complications reported or anticipated.